Manufacturer narrative:
Further information from the reporter regarding event, product, and confirmation from the physician. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reports a rupture of an unknown side. Device remains implanted.

Manufacturer narrative:
Device evaluation: the device related to the reported event of rupture was received on march 03, 2020 with lot number 2422869. Visual analysis of the returned device identified: one extended opening, flat creases and red particles material was found on the shell. A weight test of the device was verified and the device overweight. A microscopic analysis was performed which identify: one opening striated. Based on the device analysis the final assessment is: -one opening striated in the side anterior assessed as surgical damage.

Event description:
Patient reported right side rupture. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Patient reported right side rupture. The device has been explanted.

Event description:
Patient later confirmed affected side is the right. Device has been explanted.